Event description:
It was reported that low output current was observed on the patient's device. The generator was only providing 2.75 ma of output current but the desired output current was 3.5 ma. The patient's intensive follow-up indicator battery status was flagged, but per device design, the patient should have still been receiving their intended therapy. Impedance was within normal limits. Ohm's law calculations determined that the patient's explanted generator should have been able to provide at least 3.16 ma of output current. Per system diagnostics, the patient's generator was only able to provide 2.75 ma of current. The manufacturer's device history records were reviewed. The generator passed final quality and functional testing prior to final release. The patient's generator was replaced but the explanted product has not been received to date . No further relevant information has been received to date.

Event description:
Further analysis was completed on the returned generator. When the generator was programmed to the same output current (3.50 ma) and tested against a similar impedance value where the low output current messages had been reported in the field, a low output current value was replicated. However, the measured output signal amplitude demonstrated that the pulse generator is able to deliver the programmed 3.50 ma despite the low output current message received. Based on a previous investigation, the appearance of output current low despite the absence of system constraints is due to the circuitry involved in the establishing low voltage threshold, which is designed to be an approximation and dependent on variability in multiple electrical factors. As the combination and of output current and lead impedance approach the maximum output voltage , there will exist conditions where the diagnostic information indicates that the output current is not delivered when it actually is being delivered due to this approximation of the low voltage threshold value. No further relevant information has been received to date.

Manufacturer narrative:
Describe event or problem, corrected data : initial report inadvertently omitted that the company representative found that the generator's battery status indicator hadn't been flagged. Relevant tests/laboratory data, including dates, corrected data: initial report inadvertently did not report the system diagnostics obtained by the company representative which shows that the battery status was 75-100% on (B)(6) 2018.

Event description:
The company representative showed that the patient's battery indicator wasn't flagged. The explanted generator was received. Product analysis was completed on the returned generator on 03/12/2018. Product analysis did not replicate the low output current. The generator was monitored for 24 hours in a simulated body temperature environment. The generator provided the intended output current for the entirety of the monitoring period. A comprehensive electrical evaluation showed that the device performed according to functional specifications. No further relevant information has been received to date.